Manufacturer narrative:
The guide wire removal and replacement resulted in prolongation of the case. No clinical injury was reported by the hospital. The angiosculpt device was returned for eval. Visual examination confirmed the balloon has been inflated and the inner member is accordion in multiple location of the balloon. During functional testing, a 0.018" guide wire was inserted through the distal tip and the luer, but was unable to pass due to lots of resistance. A 0.014" guide wire was then inserted with slight resistance but was unable to pass due to an occluded lumen near the proximal marker band. The balloon was inflated and the accordion inner member was still present. Evidence of the accordion inner member suggests that the device experienced excessive exertion of force applied by the user during the attempt in loading the angiosculpt device over the 0.018" guide wire.

Event description:
We pulled a 5040 angiosculpt device and a 0.018" guide wire and tried to wire but the tech had great difficulty wiring. We checked the guide wire size and had to stop and try a 0.014" guide wire and it worked with success. Add'l info provided by the rep on 03/20/2013: a 0.018" guide wire was inserted into the pt and then attempted to insert the angiosculpt device over the guide wire but would not load onto the guide wire. The 0.018" guide wire was removed and replaced with a 0.014" guide wire. The procedure was completed with the reported angiosculpt device.